Event description:
Litigation alleges patient had pain after asr hip implant.

Event description:
Update: (B)(6) 2013. Litigation papers allege grinding, metal flakes in and around the socket, swelling, limited range of motion and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 5/1/2013 - sales rep reported revision surgery on left hip due to pseudo tumor and nasty tissue. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Added: patient weight, alert date, brand name, catalog #/lot #, implant date, explant date, date rec'd by MFR, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.